Event description:
Literature was reviewed regarding a meta-analysis of transcatheter aortic valve implantation (tavi) in small aortic annuli using balloon (bev) and self expandable valves (sev). Nine studies were included in the analysis, encompassing a total of 2,856 patients (bev group = 1,427; sev group = 1,429). Medtronic evolut valves were only used in the sev group, which also comprised two non-medtronic brands. The following adverse outcomes were extracted and analyzed: need for a second valve, annulus rupture, coronary obstruction, surgical conversion, bleeding, stroke, pacemaker implantation, high mean gradient, patient-prosthesis mismatch, paravalvular leak (mild to severe), and rehospitalization for heart failure. Mortality and survival rates were also evaluated. However, a causal relationship could not be established between medtronic devices and any deaths due to the lack of detailed device- and patient-level information.

Manufacturer narrative:
Citation: baudo m, sicouri s, yamashita y, et al. Balloon-versus self-expandable transcatheter aortic valve implantation in small aortic annuli: a meta-analysis of randomized and propensity studies. Cardiovasc interv ther. 2025;40(3):607-618. Doi:10.1007/s12928-025-01105-w. Earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.